Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 43-400 mg/dl. Customer consumed glucose gel and carbohydrates to address bg. The pump was reset to address the event.